Event description:
On 2/21/97, nurse was performing an irrigation procedure, as she was applying pressure to the syringe, the plastic handle on the piston portion cracked and broke at the base. Nurse sustained a 2.5cm laceration to the palm of her right hand which required medical attention. She was examined by physician and the laceration was treated with bandage closures. She was placed in a light duty status. Nursing svc determined that the syringe was being used according to specs and instructions. The industrial hygienist examined the broken piston syringe and concluded the piston strength was not sufficient to handle pressure applied during procedure.